Event description:
Further reported was "presence of breast prosthesis with irregular anterosuparious contours with several undulations" and "extracapsular fluid which could possibly be associated with small extracapsular rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, e1, g1, g2, h6.

Event description:
Patient reported left side rupture, "had ruptured in both prostheses in less than 10 years." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.